Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height drawer 3 not connected to bus. A field service engineer replaced module and drawer boards, reseated all connections and performed firmware update on board. The system experienced a drawer failure due to a controller issue at the back of the drawer. The drawer completely lost connection with all internal cubes, resulting in an "off the bus" situation for all of them. All indicator lights functioned properly, and all connections appeared to be correctly in place. The system was powered down, and the connections were disconnected and reconnected as a precaution, but the issue remained unchanged. After that, the field service engineer (fse) replaced both controllers for the drawer. The fse confirmed that the retractor band was in good condition, reconfigured the system, and verified its operation. The fse also removed some debris and noted that the lower kick plate/faceplate was slightly loose on this unit, as it was on the auxiliary tower at the other end. The fse was able to push it back into position completely without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system, drawer was not connected on the communication bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system, drawer was not connected on the communication bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.